Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total b-hcg for one patient. The following results were provided: 73-year-old female, initial hcg result= 52.99 miu/ml; urine hcg result= negative; roche result= 8.18 miu/ml (reference range 0 ¿ 10 miu/ml). Additional results provided: rheumatoid factor= 266 iu/ml; crp= 146.80 mg/l (reference range 0-6). There was no impact to patient management reported.

Manufacturer narrative:
Updated information added to section b5 - describe event or problem to include new patient information. On 20may2025, the customer provided additional information. The customer stated that the b-hcg results were being used for cancer screening. Per the architect total assay package insert the intended use of the product is for the quantitative and qualitative determination of beta human chorionic gonadotropin (-hcg) in human serum and plasma for the early detection of pregnancy. Based on this new information, this complaint is no longer a reportable event and no additional information will be submitted.

Event description:
The customer observed a falsely elevated architect total b-hcg for one patient. The following results were provided: 73-year-old female, initial hcg result= 52.99 miu/ml; urine hcg result= negative; roche result= 8.18 miu/ml (reference range 0 ¿ 10 miu/ml) additional results provided: rheumatoid factor= 266 iu/ml; crp= 146.80 mg/l (reference range 0-6) updated information was obtained on 20may2025. The 73-year-old female patient b-hcg result was intended for cancer screening. There was no impact to patient management reported.